Event description:
It was reported that "the drill was being used by a resident and the tool broke during a surgery. No patient complications were reported". On follow up it was confirmed there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool was received fractured into two pieces just distal to shoulder. The fracture is typical of brittle material in plane bending, not torsional loading. The tool breakage occurred due to application of a side load when the tool was not rotating. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." We will continue to track and trend this complaint type. (B)(4).